Event description:
#Medwatcher #followup1 #fdamw5037976 (B)(4). I forgot to mention that I have also gained 50 lbs and still climbing even though I go to the gym 4 days a week and see a nutritionist. I scheduled to have a total hysterectomy on (B)(6) 2014 and will update my file again after I recover.

Event description:
(B)(4). I started having heavy bleeding 2 days after insertion of coils with severe abdominal pain and back pain, also had metal like taste in my mouth. Called (B)(6) and was assured that this was totally normal and to take motrin and not use tampons for bleeding. After months of bleeding and various combinations of prescription medications to try and stop bleeding my obgyn ordered (B)(6) for (B)(6) 2012. Had surgery and was hospitalized for 4 days on (B)(6) 2012 due to complications post-op consisting of chest pain, pneumonia, urinary tract infection and acute renal failure. Still bleeding after (B)(6) went back to ER on (B)(6) 2012 for severe abdominal / back pain and was medicated and released. Hospitalized on (B)(6) 2012 after ultrasound showed large cyst on ovary released 2 days later and scheduled for hysteroscopy and endometrial ablation surgery on (B)(6) 2012. Began having severe migraine headaches at this time also. Ablation stopped the bleeding for a short period of time. Have had several hospitalizations for malignant hypertension and migraine headaches that last days at a time and seem to peak during my cycle even though I don't actually bleed like a normal period anymore due to the ablation . Had MRI of head done on (B)(6) 2014 showing white matter disease greatest within the left frontal lobe findings may be related to migraines given patients clinical history. Other etiologies may include a demyelinating disorder or less likely chronic microvessel ischemia. Now I am waiting for a referral authorization to have essure removed to see if the headaches and hypertension issues resolve afterwards.